Manufacturer narrative:
The customer indicated, the device was discarded. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. (B)(4).

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The tubing set was being used to deliver isovue 370 contrast media during a CT scan with a stellant power injector at an unspecified pressure. After an unspecified length of time during the contrast injection, the tubing ruptured at the distal clave location. A "minimal amount" of blood loss was reported. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and if the CT scan was completed.